Event description:
It was reported that the physician experienced an electrical shock when touching the programmer. The device would no longer be used.

Manufacturer narrative:
(B)(4). User was shocked by the device. Device evaluation anticipated, but not yet begun.